Event description:
A caller reported an issue regarding touchscreen responsiveness, specifically that the pump screen was frozen and would not respond to input. There was no adverse impact to the customer's blood glucose level. The customer attempted to troubleshoot the issue by resetting the pump, and this action successfully resolved the problem, allowing the customer to interact with the pump screen once again.